Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particles in the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. Upon external evaluation of the device, an unknown contaminant of dark particles was observed on the top enclosure. An unknown contaminant was observed on the front panel and bottom enclosure. Internal examination of the device a unknown dust contaminant was observed on the blower, blower seal and inside the blower. Evidence of liquid ingress was noted. Mineral deposits were observed in the water tank of the humidifier. An unknown contaminate was observed on the water tank and bottom enclosure. A discoloration was observed to the flip lid seal. Unknown contaminants were observed to the dry box seal, flip lid latch, dry box back panel and heater plate. The device powered on and provided air flow. The device's downloaded logs were reviewed by the manufacturer. No errors were identified. The manufacturer concludes that the complaint of the device could not be identified and there is no presence of degraded sound abatement foam. Section h- type of investigation, investigation findings and investigation conclusions were updated.